Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a loss of efficacy. The caller stated that the patient turned off the implant a year before the report because it stopped ¿doing what it was supposed to do¿. The caller stated that the managing physician was notified. No further complications were reported.